Manufacturer narrative:
Device evaluated by MFR.: a gladiator 12 x 40 was returned for analysis. A longitudinal tear was identified in the balloon material. The tear measured 65 mm in length and extended from a position 12mm proximal of the proximal markerband to 13 mm distal of the proximal markerband. A visual and microscopic examination of the balloon material identified no further issues. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no issues with the device shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in subclavian vein. A 12.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres the balloon ruptured. They had taken out the balloon and took an image and verified that the patient was not harmed. A 12x40 non-boston scientific balloon catheter was pulled to efface the lesion and the procedure was completed. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in subclavian vein. A 12.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres the balloon ruptured. They had taken out the balloon and took an image and verified that the patient was not harmed. A 12x40 non-boston scientific balloon catheter was pulled to efface the lesion and the procedure was completed. No patient complications were reported.